Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. The patient has been lost to follow-up, and the inappropriate therapy was delivered a year ago and the noise has not occurred since. Electro-magnetic interference was suspected. No further information available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New info received: patient presented to the hospital for a scheduled elective replacement of generator unrelated to this event. Increase in frequency of noise was observed on the atrial and ventricular leads. Pacing inhibition was noted. Isometric testing and breathing exercises were recommended. Programming changes were made. No further information available.